Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of conductor wire damaged insulation to be related to the customer reported complaint. The maryland bipolar forceps instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end on the bipolar yaw pulley. No material was missing and there was no thermal damage observed. An electrical continuity tested passed. The root cause was attributed to a component failure. Failure analysis found a secondary failure of scratch marks/abrasions on the bipolar yaw pulley to be related to the customer reported complaint. Upon visual inspection, the maryland bipolar forceps instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. The scratch marks/abrasions were aligned with the insulation damage on the conductor wire. The insulation damage observed on the conductor wire was likely related to the scratch marks/abrasions observed on the bipolar yaw pulley. The root cause is typically attributed to mishandling/misuse. An additional observation not reported by site was also identified. The maryland bipolar forceps instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.026¿ - 0.459" in length and were not aligned with the tube axis. The root cause of the scratch marks /abrasions on the instrument main tube is typically attributed mishandling/misuse. A review of the instrument log for the maryland bipolar forceps (471172-16/k122106210039) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 3 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the maryland bipolar forceps instrument was found to have conductor wire damage with exposed internal wires and a passed electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during central processing, the 8mm maryland bipolar forceps instrument had a frayed cable. The device was not used on the patient and the procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.